Manufacturer narrative:
The complaint allegation cannot confirmed due to the loop suture not being returned and no photos of the reported failure being provided. One unpackaged ar-1588btb-2j tightrope® ii btb, with deploying suture was received for investigation. Only the tightrope ii button, and the #5 fiberwire - passing suture were received. Visual evaluation noted no problem with the received components. Functional testing was unable to be performed due to the missing components. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery while the surgeon was tightening the loop, the bone-tendon graft that was being transplanted into the patient was damaged. They managed the situation and the surgery ended successfully. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.